Event description:
A malfunction alarm was reported, indicated by a code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction code did not recur. The customer was instructed to call back if the issue resurfaced and was cleared to continue using the pump.